Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 510 mg/dl. The customer woke up with high readings and was vomiting. The customer treated with a bolus from the pump. The customer was in the emergency room for two days.